Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. It was unknown if hospitalization was prolonged due to the peritonitis. The patient was treated with unspecified antibiotics intravenously for the event. The cause of the peritonitis was unknown. Pd therapy was discontinued and the patient was placed on hemodialysis. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.